Event description:
The biopsy port and/or channel of two bronchoscopes cultured positive for pseudomonas putida, stenotrophomonas and pseudomonas aeruginosa after a cluster of patients was cultured positive for at least one of the three bacteria. Olympus inspected the scopes and found loose biopsy ports. Prior to this incident, a third party vendor was engaged in the fall of last year to "repair" the scopes. The third party vendor was also invited to inspect the scopes. During a recent investigation, it was determined that the third party vendor was not able to employ olympus' standard for biopsy port repair because olympus considers that information "proprietary." Therefore, the third party vendor attempted to repair the scopes using "industry standards" of which they were aware. Two key issues may be the type of adhesive used to secure the biopsy ports, as well as the "foot pounds" of torque applied to the nut that holds the stem in place. The third party vendor did not have access to olympus' "proprietary" specifications with regard to these two items. This may have contributed to the loosening of the ports over time and subsequently to the harboring of bacteria.